Event description:
A high readings issue was reported with the adc device. A caller reported on behalf of a (child) customer who received an unspecified higher sensor scan when compared to an adc meter. The customer experienced symptoms described as ¿nausea, sweating, loss of speech, unable to react to stimuli¿ and was unable to self-treat. The customer was provided juice as treatment by their parents and no further information was reported. There was no report of death or permanent injury associated with this event. The caller additionally reported a reading comparison of 7.5 mmol/l against an adc meter result of 2.9 mmol/l. The results when plotted on a parkes error grid fall into the "d" zone, showing the difference in values to be clinically significant.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the adc device. A caller reported on behalf of a (child) customer who received an unspecified higher sensor scan when compared to an adc meter. The customer experienced symptoms described as ¿nausea, sweating, loss of speech, unable to react to stimuli¿ and was unable to self-treat. The customer was provided juice as treatment by their parents and no further information was reported. There was no report of death or permanent injury associated with this event. The caller additionally reported a reading comparison of 7.5 mmol/l against an adc meter result of 2.9 mmol/l. The results when plotted on a parkes error grid fall into the "d" zone, showing the difference in values to be clinically significant.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product . No product has been returned and a valid serial number has not been provided for the sensor. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.upon extended investigation, it was determined that the serial number provided by the customer ((B)(6)) and previously reported to the FDA was not a valid serial number. Therefore, section d4 was updated to unk.